Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch : null. Device history review:null.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient was revised to address heterotopic ossification and an adverse reaction to metal debris. Update ad 22 feb 2019: pinnacle mom litigation record received. In addition to what were previously alleged, litigation alleges pain, suffering and mental anguish. As per litigation record, surgeon discovered corrosion of the femoral trunnion, gray metal debris and staining, osteolysis of the acetabulum, fluid-filled cyst, pseudotumorous masses, and necrosis in capsule was attributable to metal shedding debris. These findings were consistent with a diagnosis of metallosis, aseptic lymphocyte dominated vasculitis associated lesion and adverse reaction to metal debris. Ppf alleged infection. Doi: (B)(6) 2006; dor: (B)(6) 2017 right hip.